Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va290pv implanted: (B)(6) 2020 explanted:(B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #:(B)(6), ubd: 04-may-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that you cannot get the charger to turn on; it has 2 green and one orange battery lights, and the power button is orange. The patient plugged the dock into another different outlet, and the third light started blinking green. After reviewing, it seems like the issue was resolved by using a different outlet. The pt can allow it to fully charge and call back if they need further assistance. The patient's relevant medical history included the patient saying they will have surgery tomorrow to have the lead fixed; apparently the lead was  in the wrong place; they did an x-ray about a month or 5 weeks ago because they were having incontinence for months.

Manufacturer narrative:
Product ID: 978a128, lot# va290pv, implanted: (B)(6) 2020, explanted: (B)(6) 2024, and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the issue was resolved.